Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer. The customer found the alarm in the audit logs and saw that it was silenced. The customer also reported through logs; the patient was disconnected from the monitor during time of death. The philips ras did not have access to the hospital system for a remote access to retrieve the logs. The customer indicated that on-site service to pull logs was not necessary and the case can be closed. The lead biomedical equipment tech confirmed the device did not cause and contribute to the patient's death. No further investigation or action is warranted at this time. Box h : based upon updated information, type of reported complaint changed from "death" to "product problem". Updated information. The good faith effort (gfe) determined that the customer requested assistance in retrieving alarm data to determined where the alarm was silenced after the patient passed away. The customer indicated there was no device malfunction and the device was not at fault in the patient's death. Updated reporting decision: non-reportable.

Event description:
It was reported the customer requested assistance in retrieving alarm data to determined where the alarm was silenced after the patient passed away. The customer indicated there was no device malfunction and the device was not at fault in the patient's death.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.